Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. A follow up report will be provided upon receipt of any further information.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6. Based on the limited information available, the definitive root cause of the reported event cannot be established at this time. However, form the document review performed; no manufacturing deficiencies were noted. Should further information be received in the future, a follow up report will be provided.

Event description:
The manufacturer was informed that a perceval s sutureless valve size small was implanted on (B)(6) 2024. Reportedly, patient passed away due to unknown reason. The date is unknown. No other information is available at this time.